Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with intermittent button response and button error alarm due to corroded keypad traces. No moisture damage found on electronic assembly motor. Insulin pump had a cracked battery tube threads and cracked reservoir tube window.

Event description:
It was reported that the customer was in the water, on a jet ski, and fell in the water, while wearing the insulin pump. The customer stated that he doesn't see any water in the device but he received a button error alarm and the buttons are not responding. The blood glucose was 202 mg/dl. The customer was advised that the device needs to be replaces. He was advised to discontinue the use of the device and to revert to a back-up plan. Nothing further was reported.